Manufacturer narrative:
This event occurred in (B)(6). Device evaluated by MFR: the test strips were not returned.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on the hospital's coaguchek inrange meter with an unspecified serial number using their test strips and the patient's coaguchek meter with an unspecified serial number using the patient's test strips compared to the stago neoplastic ci plus laboratory method. The date of event is an approximation. The reporter stated this occurred in the (B)(6) 2018. This medwatch will cover the hospital's test strips with lot 27216215. Refer to medwatch with patient identifier (B)(6) for information on the patient's test strips with an unknown lot number. The result from the patient's meter was 6.9 inr. The result from the hospital's meter was 6.5 inr. The result from the stago laboratory method was 3.8 inr. The patient's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The test strips were requested for investigation. No test strips were returned. Since no product was returned, the investigation could not be completed. No information was provided in the complaint that would point to a cause for the result discrepancy. Relevant retention test strips (lot 272162) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.